Event description:
See initial report.

Manufacturer narrative:
H10: based on the information received, no evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
Livanova deutschland received a report that, the laboratory results show the 3 t heated cooler device is positive to mnt chimaera, the customer required dd procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. A complaints database review revealed other previous device contamination complaint submitted by this hospital. According to follow up with the customer, IFU are respected: the device cleaned regularly, no reusable blankets are used, the water quality monitoring is applied and the h2o2 is checked every day, h2o2 is added when the water in the tanks is changed, the disposable water filter is used for tap water, surfaces and water circuits disinfected, prior and after every operation, aerosol collection set is replaced after the allowed use period, device is placed inside the operation theater at nearly 2 meters and with the fan of device is positioned at the opposite of the surgery area.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.